Event description:
Event was reported to caldera medical by an atty. The patient has suffered pain during intercourse,recurrence of urinary incontinence,urinary tract infections, medical treatments/or other pelvic mesh product-induced injuries. Frequency w/urination, and very painful urination. No further info has been provided.